Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected bolus could be verified due to alarms for a corrupted history file. The insulin pump was monitored for 6 days and no unexpected bolus anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call delivery anomaly. Customer's blood glucose level was as high as 206 mg/dl. Customer advised they started sweating, threw up and were sick to their stomach for about three hours. Customer advised these issues have occurred three separate times and they wonder if the insulin pump might be over delivering insulin. Troubleshooting for the delivery anomaly was performed. Customer advised his diabetes education changed some settings on the programming of the insulin pump. Customer was able to perform and pass the displacement test. Customer advised they do not trust the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.